Event description:
Related manufacturer number: 3006705815-2022-15928. It was reported the patient's experiencing the system autoreducing. As a result, surgical intervention was undertaken wherein the entire system was explanted and replaced to address the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, but it was not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.